Event description:
It was reported that the patient was expected to undergo a revision surgery for the inflatable penile prosthesis as the pump stopped functioning as intended after one month of the initial implant. No patient complications were reported.